Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that one day post implant, this right atrial lead had dislodged. The physician elected to surgically intervene and replace the lead with another lead of same model type. No resulting adverse patient effects were reported and the explanted lead is intended to be returned for analysis.